Manufacturer narrative:
(B)(4). E1: full establishment address - (B)(6). G2: foreign - the event occurred in japan. H6: proposed annex g code - mechanical (g04) - drill. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the drill fractured during a procedure. The fractured drill tip was recovered from the patient, and an alternate device was used to complete the surgery. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. Attempts have been made, and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h4, h6, h11. No product was returned. A visual inspection was conducted on the customer provided picture. The picture shows signs of attempted use including marking and scratching on the drill surface. Further inspection shows the drill has fractured near where the fluted portion of the drill meets the drill base. The complaint is confirmed. A determination cannot be made as to what caused the drill to fracture. Review of the certs identified no deviations or anomalies during manufacturing. A supplier DHR review was not conducted as material cert confirms that the material and hardness of the instrument meet specification requested as certs shows. A definitive root cause cannot be determined. The reported event is confirmed, based on provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.